Event description:
(B)(6) male patient's nurse called zoll customer support to report that he was receiving adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the test failure and the reported alarms was isolated to an open white wire (driven ground) in the electrode belt trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the open driven ground wire. The patient received a replacement battery electrode belt.